Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not interfacing into pyxis. A technical support specialist (tss) dialed into the server and ran the downtime query to verify communication with the central clinical exchange and identified that messaging status was delayed and the system showed a disconnected state. The tss checked message flow and confirmed that no new messages were being processed, restarted all relevant communication and messaging services, and validated that there was no improvement. The tss escalated for further review and then dialed into the central clinical exchange, identified that required services were stopped without clear errors, attempted to start the services but encountered a login failure, updated the service account credentials, successfully restarted the services, and confirmed that communication was restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not interfacing into pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.